Event description:
It was reported that the compressor did not function during testing. (B) (4). (B) (4).

Manufacturer narrative:
Our field service engineer found blown fuses on main inlet. The field service engineer replaced fuses and main inlet and returned the unit to service. The replaced parts were discarded by the user and no investigation could be performed. The cause of blown fuses has not been determined. (B) (4).